Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had a follow up after implant and at that appointment the manufacturer representative told them that only half of the wires were working. The patient reported that it was discussed that since they were still feeling full coverage, they were not planning on doing anything about it. No patient complications have been reported because of this event.